Event description:
It was reported that the patient was unable walk out of his first programming appointment. The patient was able to walk into the appointment, but needed a walker after the appointment. The physician had asked that the patient not take his stalevo (carbidopa/levodopa/entacapone) prior to programming as the physician did not want any medication in his system. The patient has resumed his stalevo but was still unable to walk. The patient was at risk of falling. It was suggested that the patient notify the physician and dis cuss turning the implant off to see if it resolved and the patient was able to walk. Additional information was requested, if received, a follow up will be sent.

Manufacturer narrative:
Concomitant products: product ID 3387s-40, lot# va08mwl, implanted: (B)(6) 2013, product type lead; product ID 3387s-40, lot# va08mwl, implanted: (B)(6) 2013, product type lead; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type extension; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type extension; product ID 37651, serial# (B)(4), product type recharger; product ID 37642, serial# (B)(4), product type programmer, patient. (B)(4).